Manufacturer narrative:
The investigation determined that a discordant, higher than expected troponin I result was obtained from a single patient sample when tested using vitros troponin I es (tropi es) reagent lot 5800 on a vitros xt7600 integrated system. The result was discordant when compared to a vitros tropi es result for the same sample tested on a different vitros xt7600 integrated system. The most likely cause of the event is an instrument related issue. Multiple failed calibrations were observed on the vitros xt7600 integrated system leading up to the event. Following the event, three diagnostic within-run precision tests failed, indicating unacceptable instrument performance. The diagnostic within-run precision tests were performed following extensive ortho field engineer service actions on the instrument. Issues related to instrument performance remain under investigation at the customer site. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 5800.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant, higher than expected troponin I result was obtained from a single patient sample when tested using vitros troponin I es (tropi es) reagent lot 5800 on a vitros xt7600 integrated system. The result was discordant when compared to a vitros tropi es result for the same sample tested on a different vitros xt7600 integrated system. Patient 1, vitros tropi es result of 0.062 ng/ml versus repeat vitros tropi es result of 0.028 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 608515.